Event description:
It was reported that a patient presented in clinic for follow up. Upon review, it was discovered the right ventricular lead was oversensing due to noise. No programming changes were performed. The patient will continue to be monitored. The patient was in stable condition.